Event description:
It was reported that two weeks following the implant procedure, this right ventricular (rv) lead was suspected of dislodging from the implant location. The physician surgically explanted and replaced the rv lead to resolve the event and no additional adverse patient effects were reported. It was indicated the rv lead would not be returned for analysis.